Manufacturer narrative:
According to the incident questionaire contained in this file. "It was reported that in (B)(6) 2011, the pt was implanted with the catheter. (B)(6) 2011, the pt found the catheter's cuff falling off." The complaint of a detached surecuff and heat sleeve is confirmed; however, a determination of the mechanism of damage is undetermined at this time. The surecuff and heat sleeve were not returned for eval. A lot history review (lhr) of reuf0221 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that in (B)(6) 2011 the pt was implanted with the catheter (B)(6) 2011, the pt found the catheter's cuff falling off. Pt went to the hospital to remove the catheter. The pt with hematoma on right side. The cuff remains in the pt's body.